Manufacturer narrative:
D6a: unknown date in 2021 d10: alteon ha collared stem size: 3 alteon cup, cluster-hole 48mm alteon neutral liner biolox delta femoral head, 12/14 taper 32mm. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial hip replacement. The surgeon noted that the final stem sat 1mm proud but did not state concerns regarding this. Subsequently, the patient reported mild soreness and swelling at the 6-week follow-up. At the one-year follow-up, the patient stated they had some left posterior lateral muscle pain. As a result, the doctor gave the patient hip abductor exercises. No further patient impact reported.